Event description:
Patient reported they are experiencing multiple canker sores all over their mouth, gums are very red, cheeks are swollen, the skin around their chin and lips have bumps, and throat hurts. These symptoms have been getting worse and have difficulty swallowing. Removed aligners for a few days and symptoms are getting better but still very sore. Provided information on allergic reaction and to see their dentist for an evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.